Event description:
It was reported by repair work order that the unit was zooming in an unintended direction due to a malfunctioned communication cable.

Manufacturer narrative:
The initial MDR was issued without the PMA/510(k)#. The PMA/510(k)# has been included in this follow-up report. Additionally, it was determined upon completion of the manufacturer's investigation that the hazard from the defect was intermittent zoom, not the previously reported zoom in an unintended direction.

Event description:
It was reported by repair work order that the unit was zooming in an unintended direction due to a malfunctioned communication cable.